Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for treatment of the peritonitis. The specific treatment was not specified. At the time of the report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.